Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that with the videoscope, error e226 (scope communication error) occurred. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. While visit to user facility, the olympus field service engineer found e226 (scope communication error) occurred, and the endoscope screen was not displayed. The device was returned to olympus for inspection and image loss due to error code display (e226) was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, though the reported issue was not reproduced. It is likely that image sensor unit cable was kinked at the edge of light-guide-connector boot. Due to the kink, output signal wire may have been broken or had short circuit which led to the image defect. It was presumed that the image sensor cable was kinked by massive external stress on the cable such as inserting to trocar obliquely, withdrawing while bending. However, the root cause of the reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.